Event description:
It is reported that radiolucency has been observed on x-rays, but the pt is currently asymptomatic.

Manufacturer narrative:
This report will be amended when our investigation is complete.